Event description:
Additional information received indicated that the patient underwent surgery to relocate the battery site on (B)(6) 2017. Pain issue was resolved with battery relocation.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. UDI(di): (B)(4).

Event description:
It was reported that the patient was experiencing pain due to the ipg battery. It was noted that the physician¿s assistant believes the device may shifted/migrated downwards causing the sciatic discomfort observed. Ipg pocket revision surgery is anticipated but has not occurred.